Event description:
Updated information was received from the customer that this device was not leaking.

Event description:
It was reported that during cleaning the cordless driver 2 handpiece leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Updated information was received from the customer that this device was not leaking.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.